Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's mother was advised to forget previous transmitter in bluetooth device settings, reset bluetooth, uninstall and then reinstall the g5 application. No additional patient or event information is available.